Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient¿s wife found the patient unconscious on the floor. During this time the cgm had no readings. They checked a bg reading and it was 99 mg/dl. Further event details regarding treatment or symptoms were not provided. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.